Event description:
I received a hip replacement - depuy summit- I followed the doctors instructions and procedures and received physical therapy. After a yr and 4 months, when I put weight on my leg, I get severe pain in the right hip area towards the knee. I, then start favoring the leg and start limping. At times, there is a grinding sound and feeling in the replacement hip. The last doctor's check up, they sent me back to the therapist and he gave me a set of exercises to perform as a daily routine. I have continued this for several months and have not seen any improvement. I'm otherwise in excellent health.